Event description:
Dr. Ryan Gebfert reported that five Hahn Tapered Implants failed to osseointegrate in four tooth positions. The patient presented on (b)(6) 2024 for a primary procedure on teeth #5, 7, 10, and 12. On (b)(6) 2025 teeth positions #5 and #12 were removed and replaced due to failure to osseointegrate. Then on (b)(6) 2026 teeth positions #7 and #10 were removed and replaced due to failure to osseointegrate when they fell out. Lastly on 02/16/2026 tooth position #7 was removed due to failure to osseointegrate. Office stated the patient had poor bone quality. The patient is in a healing status. No permanent injuries were reported.

Manufacturer narrative:
This file is dedicated to the second extraction of tooth position #7.Implant date for this incident is (b)(6) 2026 when tooth position #7 was explanted and replaced.The device has been returned for analysis; however the investigation is ongoing. At the conclusion of the investigation a suplimental report will be submitted.File linked to submission names: 3011649314-2026-01192, 3011649314-2026-01193, 3011649314-2026-01194, and 3011649314-2026-01196.Manufacturer reference: (b)(4).